Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver unknown morphine 10mg/ml at 0.815mg/day. It was reported that a roller failure occurred. At the time of this report, the rep was first notified of an issue with the pump. The rep spoke with the patient and the patient stated that it had been discovered that a motor stall occurred. The office tried to reinterrogate the pump and it had not recovered. When the rep interrogated the pump on (B)(6) 2024, it showed that the pump stall recovered on (B)(6) 2024. It also showed that the patient had been giving themselves a bolus on (B)(6) 2024. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The rep did not do any troubleshooting and was unaware of any troubleshooting performed. The pump was replaced on (B)(6) 2024. A roller failure was listed on the surgery schedule. At the time of this report, the issue was resolved and the patient status was "alive-no injury". Per pump logs from (B)(6) 2024 obtained at 11:45am, error code 527 occurred, indicating that the programmer time incorrect. Error code 529 also occurred, indicating that a motor stall and recovery occurred. Per pump logs dating back from (B)(6) 2024, programming steps occurred on (B)(6) 2024 between 2:08pm and 2:12pm. A motor stall recovery was logged on (B)(6) 2024 at 3:14pm. Patient event logs between (B)(6) 2024 and (B)(6) 2024 indicated multiple personal therapy manager (ptm) requests, deliveries, and bolus request rejections. The elective replacement indicator (eri) was expected to occur in (B)(6) 2027. The pump time was 12:45pm on (B)(6) 2024. The synchromed application version was 2.0.1460.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received a healthcare provider (hcp) via a company representative (rep) stated that the date of the motor stall was unknown. The motor stall was cause by magnetic resonance imaging (MRI).

Manufacturer narrative:
H3. Analysis of the pump identified no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.